Manufacturer narrative:
Common device name - dressing, wound, hydrophilic. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that ¿one item has a brown spot on it¿. The complainant described the brown as "dirty" on the dressing. No photo was provided. The product was not used. Additional information was received on october 24, 2018 informing that ¿all ten products had varying degrees of dirty spots¿.

Manufacturer narrative:
Device history records and retain dressings for lot 2643697 were examined. No discrepancies, non ¿ conformance or deviations for raw material, manufacturing, packaging, or sterilization processes were documented. All raw materials used to produce lot 2643697 were certified to meet applicable specifications. Market retain dressings from lot 2643697 were visually examined and none of them had brown spots as stated in the complaint. This is the first notification of brown spots on dressings for lot 2643697. There is no additional data available to conclude that lot 2643697 did not meet product specifications and perform as intended. Product monitoring reviews will monitor product trends for reoccurrence of this issue. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.